Manufacturer narrative:
As reported in a research article, surgical approach for tavi replacement in endocarditis. Information from the field indicated that a 27 mm navitor valve was implanted during tavi. About 10 months later, the patient developed fever and weakness; tests showed enterococcus infection and a large vegetation on the valve with high gradient. Despite IV antibiotics, there was no improvement. The valve was surgically removed and replaced with a 21 mm edwards inspiris. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported prolonged hospitalization, unexpected and surgical interventions were result of case specific circumstances as medication was given and device was explanted surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Literature: surgical approach for tavi replacement in endocarditis: a descriptive technique. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "surgical approach for tavi replacement in endocarditis: a descriptive technique", was reviewed. The article presented a case study of a 75-year-old female patient with a history of multiple cardiovascular comorbidities. On an unknown date, a 27mm navitor valve was selected for implant for a transcatheter aortic valve implantation (tavi). The device was implanted. Approximately 10 months later, the patient presented to the hospital with fever, asthenia, anorexia and loss of mobility. Blood cultures were positive for sitive for a multi-sensitive enterococcus. Transesophageal echocardiography (tee) showed a 2cm mobile mass on the prosthesis leaflets, with a mean gradient of 49mmhg. Intravenous antibiotic therapy with amoxicillin-clavulanate plus ceftriaxone was initiated. One month later, tee showed no change in the vegetation size or mean transvalvular gradient. On an unknown date the patient underwent cardiac surgery. The navitor was removed, and a 21mm edwards inspiris was implanted. The patient remained in intensive care for 3 days and was discharged. Long-term follow-up showed no abnormalities. "[The primary and corresponding author was sébastien d¿ulisse, marie curie hospital, université libre de bruxelles (ulb), 6042 charleroi, belgium, with corresponding e-mail: sebastien.dulisse@ulb.be]".